Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The patient reported obtaining blood glucose reading of "254 and 100 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference between the glucose readings exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.